Manufacturer narrative:
The insulin pump was received with broken off endcap. The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported that the back of the insulin pump where the battery compartment goes was gone. The customer's blood glucose was 9.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.